Manufacturer narrative:
The exact date of event is unknown. (B)(4) unknown lot number. The complainant part is not expected to be returned to manufacturer. Concomitant device: screw (part # unknown, lot # unknown, quantity - unknown), therapy date: (B)(6) 2014. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, the patient underwent revision surgery for an open reduction internal fixation (orif) of the mandible with bone grafting due to a broken plate caused by patient refusal of the original bone graft after the initial surgery that took place on (B)(6) 2014. Reportedly, the patient visited his doctor and explained that a few days prior to the visit he felt a pop in his jaw and had pain; the doctor referred him to the ER for a CT scan that confirmed the broken plate. The symptoms reported by the patient include an audible pop and the inability to chew. There was no surgical delay reported. The procedure was successfully completed. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity - unknown). This report is for one (1) ti matrixmandible 7x23 angle recon pl right 2.5mm thick. This is report 1 of 1 for (B)(4).